Manufacturer narrative:
The field service engineer (fse) inspected the instrument and inspected the instrument and found no malfunction of the instrument. The customer ran other samples before and after the erroneous patient sample without any issue. It is suspected that the event is sample related, there was no instrument troubleshooting for this event. Customer agreed that this may be an isolated incident and has not called back to report a recurrence. Bec internal identifier - (B)(4).

Event description:
The customer reported incorrect platelet (plt) values on one patient sample that was run on their dxh 500 hematology instrument. There was no report of change or effect on patient treatment. The customer sent these samples to the reference lab and confirmed the plt values were higher on the dxh500. A manual smear was performed and the result correlated with the lower values were considered correct.